Event description:
Event verbatim [preferred term] burn, blisters and surrounding erythema - first degree [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. An (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. Medical history was not reported. Concomitant medications were none. The pharmacist stated that the patient no longer had the container. Apparently, the patient placed the lumbar patch last saturday (B)(6) 2019, for 8 hours. After that time she withdrew it. The next day (B)(6) 2019 she returned to place another lumbar patch. After using it for the second time, and after 8 hours, when removing the patch she noticed that in the area where the patch was applied, the skin was reddened but without blisters (like a burn) on (B)(6) 2019. The patient used the patch on an inner shirt. The patient did not have much mobility. The two days she used the patch she was sitting without moving. As of (B)(6) 2019, the pharmacist reported the patient experienced burn in the back with blisters and surrounding erythema - first degree on (B)(6) 2019. No surgical intervention was required. The reporter did not expect that the patient experienced long-term sequelae. Treatment was required as a result of the event which included the ointment rym quemaduras (tm). The patient was not taking any relevant medication at the time of the events. The patient did not provide the package, so lot number and expiration date were not available. The patient applied the 2 patches, one was applied during 8 hours and after 12 hours she applied the second one. After a while she felt stinging and she took the patch off, and that's when she realized that it did her the burn. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolved in (B)(6) 2019. There was a reasonable possibility that the events burn, blisters and surrounding erythema were related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blisters as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Follow-up (18apr2019): new information received from the same contactable pharmacist included: deny of concomitant medication, new event (burn, blisters and surrounding erythema - first degree), treatment received and case upgraded to serious, reportable MDR., comment: based on the information provided, the event burn blisters as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Burn, blisters and surrounding erythema - first degree [burns second degree], burn, blisters and surrounding erythema - first degree [burns first degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. An 80-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. Medical history was not reported. Concomitant medications were none. The pharmacist stated that the patient no longer had the container. Apparently, the patient placed the lumbar patch last saturday on (B)(6) 2019, for 8 hours. After that time she withdrew it. The next day on (B)(6) 2019 she returned to place another lumbar patch. After using it for the second time, and after 8 hours, when removing the patch she noticed that in the area where the patch was applied, the skin was reddened but without blisters (like a burn) on (B)(6) 2019. The patient used the patch on an inner shirt. The patient did not have much mobility. The two days she used the patch she was sitting without moving. As of on (B)(6) 2019, the pharmacist reported the patient experienced burn in the back with blisters and surrounding erythema - first degree on (B)(6) 2019. No surgical intervention was required. The reporter did not expect that the patient experienced long-term sequelae. Treatment was required as a result of the event which included the ointment rym quemaduras (tm). The patient was not taking any relevant medication at the time of the events. The patient did not provide the package, so lot number and expiration date were not available. The patient applied the 2 patches, one was applied during 8 hours and after 12 hours she applied the second one. After a while she felt stinging and she took the patch off, and that's when she realized that it did her the burn. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolved on (B)(6) 2019. There was a reasonable possibility that the events burn, blisters and surrounding erythema were related to the device. According to product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (18apr2019): new information received from the same contactable pharmacist included: deny of concomitant medication, new event (burn, blisters and surrounding erythema - first degree), treatment received and case upgraded to serious, reportable MDR. Follow-up (23apr2019 and 24apr2019): new information received from product quality complaint group included investigational results, and additional information received from the (B)(6) drug agency including their reference number. The event term "first degree burn" was also added for "burn, blisters and surrounding erythema - first degree". Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event "burn, blisters and surrounding erythema - first degree" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.